Manufacturer narrative:
Correction: (b.3.) Date of event. Investigation results: no abnormality is found on process retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defective sample is not received for further testing, and the specific site and state of the crack cannot be identified, so the root cause of the crack in prn and leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, in ward 8 of our hospital's obstetrics department, a nurse placed a closed-system IV catheter for a patient. Two days later, the patient reported leakage from the catheter. Upon inspection, the nurse discovered a crack at the connection point between the heparin cap and the closed-system IV catheter. The catheter was immediately replaced, and the disinfection lamp was properly handled.